Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The patient reported that their device has not been charging for the past couple of months. They also feel pulsating sensations on their side. The patient indicated that they would like to have the device removed. They have an appointment with their physician on (B)(6) 2019. The rep mentioned that the patient may have stopped charging the device, contributing to the device not charging. The rep added that they may need to reprogram the device in regards to the pulsating sensations. The rep plans to meet with the patient at their appointment to reprogram and run impedances. No further complications were reported or anticipated. Additional information received from a manufacturer's representative on 02/04/2019. It was reported that the controller wouldn't find the ins and they were seeing screen 16. It was reviewed that the ins was likely depleted and they should press the "charge" option. The representative did this and saw the passive recharge screen; it was reviewed that this was normal. The patient hadn't charged since (B)(6) 2018 and has seen the passive recharge screen 10 times since (B)(6). The representative planned on trying to disable/enabling the device in tech mode. They also noted that the ins seemed superficial and that the patient had lost weight since implant. The representative clarified that in (B)(6) 2018 the patient was playing with their son on a trip and leaned over and felt a pull that was very uncomfortable- from this point on they had the pulsating sensation in their side whenever the device was on. The patient's issues had not been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that it was not determined to what extent the patient's ins was affected by when the patient leaned over and felt a pull. The patient's doctor took a picture of the lead and they won't know the results until next week. The patient's device was charged and their groups were reprogrammed to hopefully capture better relief without having the painful sensations in their side. The issue was reported to be resolved. No further information was reported.